Manufacturer narrative:
The field service engineer found the vacuum tubing on the rinse mechanism was off the nozzle. He reseated the vacuum tubing onto the nozzle and the customer completed monthly maintenance. The customer performed routine calibration and qc with passing results. The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. The samples were repeated on another analyzer and those results were believed to be correct. Two examples were provided. Patient 1 initial result was 5.2 mg/dl and the repeat result was 8.2 mg/dl. Patient 2 initial result was 6.2 mg/dl, and the repeat result was 9.3 mg/dl.